Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller failed the wet test. The controller had high power during the wet test. The controller was taken out of service. There was no patient involvement.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller passed external visual inspection. Internal visual inspection revealed that the black cable (rear phase c) of the pump connector was crushed between one of the power board stand off and the corresponding metal socket in the housing. Functional testing revealed that the controller was not starting the motor fixture, triggering an electrical fault alarm. Analysis of the returned pump revealed that the device passed visual examination and functional testing. The reported event was confirmed via log file analysis which revealed an electrical fault alarm was logged on (B)(6) 2018 at 09:26:08, indicating that the rear stator was not connected. A vad stopped alarm was then logged at 09:27:13 due to a failure of the pump to start on single stator after several attempts. This was followed by another electrical fault alarm logged at 09:33:49, indicating that the rear stator was not connected. The reported event can be attributed to the crushed cable of the pump connector within the controller. This failure likely led to the electrical faults observed during log file analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.